Event description:
A doctor alleged that three (3) patients had experienced a darkening of their teeth at the margins upon the removal of temporary restorations which had been placed using the tempbond clear product. This is the second of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor cleaned the patient's teeth using a chlorhexidine antibacterial slurry and then seated the permanent restoration. To date, the patient is doing fine. A visual and physical evaluation was performed on the returned product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.